Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. During post operative monitoring and testing, soft tissue abnormalities, fluid and joint effusion were noted. The fluid on the posterior lateral quadrant of the left hip measured 55 x 80.9 x 72.2mm. These findings were found due to follow up testing. Patient also reported pain during follow up testing. Subsequently, patient was revised on an unknown date in (B)(6) 2014.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01820 and 06939).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. During post operative monitoring and testing, soft tissue abnormalities, fluid and joint effusion were noted. The fluid on the posterior lateral quadrant of the left hip measured 55 x 80.9 x 72.2mm. These findings were found due to follow up testing. Patient also reported pain during follow up testing. Subsequently, patient was revised on (B)(6) 2014. The modular head, acetabular cup and taper adapter were removed and replaced.